Event description:
Procedure: unk. According to the reporter: the pt developed cellulitis of the abdominal wall above the implanted mesh three days after surgery. The pt was treated with antibiotics therapy.

Manufacturer narrative:
.